Event description:
During attempted implant, loss of capture was observed on the right ventricular (rv) lead. The rv lead was repositioned. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood and tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. The visual and x-ray examination of the lead did not find any anomalies.